Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of vaginal prolapse and rectocele. It was reported that after implant, the patient experienced stress urinary incontinence, dyspareunia, difficulty initiating intercourse, scar tissue and intrinsic sphincter deficiency. Post-operative patient treatment included cystourethroscopy, transurethral injection of coaptite in the proximal urethra/bladder neck region.